Event description:
It was reported that there were variable thresholds and loss of capture exhibited with the right ventricular (rv) lead. Two chest x-rays performed showed no evidence of any positioning issue. The rv lead remains in use. No patient complications have been reported as a result of this event.